Manufacturer narrative:
Findings: unit received with missing segments due to open lcd zebra connector. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that there is a line appearing in the middle of the lcd screen of the insulin pump. Customer stated that 10% of the screen is obstructed. Customer's blood glucose reading was 119 mg/dl. Nothing further reported.